Event description:
It was reported that during the implant procedure, the lead exhibited low sensing and high capture thresholds. The lead was replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.